Event description:
Implant date: 1994. Pt complained of pain. Post operative x-rays indicate a "migration" of screw. Explanted in 1994 at which time it was discovered that there was some bone fracture.